Event description:
Sharps containers do not provide a means for removing the needle from the vacuum syringe. The sharps container must have a receptacle for removing the needle single handedly in accordance with universal precautions policies, college of american pathologist and osha regulations. During autoclave procedures the plastic becomes soft and allows sharps to protrude through the plastic. These situations create severe hazards which can jeopardize the safety of lab personnel and anyone else handling sharps containers in the hosp.